Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/14/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/30/2014 with the following findings: visual inspection revealed that the display screen was dim and discolored: the reported event was duplicated. The reported event was directly caused by an unidentified display failure. The following findings are unrelated to the reported event: the battery compartment was observed to be cracked in multiple places. Corrosion was found inside of the battery compartment. The pump failed a leak test due to the aforementioned battery compartment damage. The pump case was removed, and no further evidence of moisture ingress was found. The keypad was free of damage; however, all of the keypad buttons were intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.